Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. The customer¿s blood glucose (bg) level was 617 mg/dl with moderate ketones identified as "dangerous" by health care provider. The customer went to hospital and was admitted on (B)(6) 2020. Customer was treated intravenously with fluids, saline and insulin. The customer was discharged on (B)(6) 2020 with the issue resolved and no permanent damage. Tandem customer technical support educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider prior to modifying the setting.